Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - coumadin, digoxin, imdur, betapace, cartia xt, plavix. (B)(4).

Event description:
It was reported to gore that during a procedure on an unknown date, a gore iliac branch endoprosthesis was inserted into the patient and deployed. At some point during the procedure, a portion of the catheter reportedly broke off in the patient and was removed. It was reported an additional internal iliac component was inserted and successfully implanted in the patient. No further adverse events were reported.

Manufacturer narrative:
Evaluation summary - the device was returned to (B)(4) and an engineering evaluation was performed. The investigation showed there was blood on the catheter, the delivery catheter was broken at the trailing olive, and the leading end had pulled out of the trailing olive. The trailing olive showed the outline of the braided guidewire lumen showing that the leading end had been originally bonded at the trailing olive. The findings from the evaluation are consistent with the reported observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. However, the reported force removing the catheter and the reported tight iliac bifurcation may have contributed to the event.

Event description:
It was reported that during a procedure on (B)(6) 2016, there was difficulty advancing a 12 fr sheath into the internal iliac artery (iia). The physician reportedly ballooned the iia, then advanced the sheath and gore® iliac branch endoprosthesis (hgb) into the iia. After the device was advanced into position and deployed with good positioning, there was reported resistance during withdrawal of the catheter. Force was reportedly used to withdraw the catheter from the iia, at which point the catheter broke between the trailing and leading olive on the polyimide wire. It was reported the hgb was possibly deployed with the proximal end of the device slightly within the sheath, as the sheath reportedly moved slightly when the device was deployed; however, this was not able to be confirmed. It was also reported the patient¿s tight iliac bifurcation may have contributed to the difficulty withdrawing the catheter. A snare catheter was advanced into the iia, and the detached portion of the catheter was successfully removed. An additional hgb component was then implanted for an additional 1 cm of coverage. Final angiography showed good placement of the devices with no reported endoleak. The patient tolerated the procedure with no further adverse events.